Manufacturer narrative:
Related submission files: 3012307300-2019-05020, 3012307300-2019-05021.

Event description:
Information was received that upon insertion of a smiths medical tracheostomy, balloon was inflated and it was found that the outer cuff was not remaining filled. Air leakage was found in the inflation of the tube. After the product is inflated, the outer cuff was able to be filled as a result. No adverse effects occured to the patient. It was reported "the medical staff is required to repeatedly operate to increase the workload".